Manufacturer narrative:
Concomitant medical products: 2210 competitor crdm, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and the right ventricular (rv) lead exhibited noise. The leads were reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.